Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3840 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was placed on (B)(6) 2020, right brachial with 1 successful attempt, 14cm internally, secured with statlock stabilization device, secured with bard tegaderm that is supplied in kit. On (B)(6) 2020, pt sent in to ed, midline was leaking at insertion site, denied pain, no evidence of swelling or redness to rue, midline removed and bard 4fr power PICC was placed in lue (concerned vein on right side was too irritated from antibiotic therapy) no harm was done on the patient.